Event description:
During an unrelated procedure, the setscrew of the device came off and attached itself to the hex wrench when disconnecting the right atrial (ra) lead from the device. The setscrew was unable to be reattached and fell to the floor. The device was then explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of the atrial setscrew became stuck to the tip of the torque wrench was confirmed. Analysis revealed that the cause of the setscrew being stuck to the wrench tip was incorrect insertion of the torque wrench into the setscrew hex inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The stuck setscrew was then pulled out of the device through the septum. With correct wrench insertion the wrench fully drops into the setscrew inset without force and engages the setscrew inset and untightens the setscrew. The anomaly is related to the user/physician's incorrect use of the torque wrench.